Manufacturer narrative:
Sections with additional information as of 14-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system

Manufacturer narrative:
Internal report reference number: (B)(4). Meter returned for evaluation. Pending evaluation. Test strips were not returned for evaluation. Most likely underlying root cause is pending investigation completion note: manufacturer contacted customer in a follow-up call on 15-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from fasting meter to meter comparison of 74 mg/dl using true metrix air and 220mg/dl using another device. Customer was not using the proper testing technique. The customer¿s expected fasting blood glucose test result is 190mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a meter to meter comparison was performed by the customer fasting and produced test results of 145mg/dl using true metrix air and 205mg/dl using another device. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 07/24/2021 and open vial date is 02/24/2021. The meter memory was not reviewed for previous test result history.